Event description:
(B)(4).it was reported that post a coronary artery treatment procedure, a patient death occurred. The target lesion was located in the circumflex artery. The vessel reference diameter was 3mm and the lesion length was16mm. Pre-procedure stenosis was 100% and post procedure was 5% stenosis. A 3x16mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. Two days later, the patient had unstable anginal with a braunwald class iiib. Medications at discharge were asa and clopidogrel. The patient experienced a sudden cardiac death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product unavailable for analysis.